Event description:
Report #2 of 4 received of a tubing separation. It was reported that 5% dextrose + 0.2% saline with 20 meq of potassium chloride was infusing via the extension set. The nurse was re-taping the pt's IV and noticed that the tubing came apart from the male adapter. There was no bleedback. The nurse changed the extension set. There were no reported adverse pt effect and no medical interventions were required. Though requested, no additional info was provided.